Event description:
It was reported that during device change out, the physician was unable to unscrew the atrial lead. The lead could not be released from the header due to a set screw connection anomaly. The entire header assembly was damaged during disconnecting attempt. The device was explanted and replaced. The patient was in good condition.